Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned device passed functional testing and visual inspection. Log file analysis revealed one controller power up event on august 01, 2018 at 23:15:05. Internal log files showed that the data point prior to the loss of power revealed that no battery was connected to power port one and another battery was connected to power port two with 86% relative state of charge (rsoc). The data point recorded after the loss of power revealed that one battery was connected to power port 1 with 97% rsoc and a second battery was connected to power port 2 with 86% rsoc. The controller was without power for 2 minutes and 57 seconds. Analysis of alarm log files revealed two low flow alarms on august 1st, 2018 at 17:27:46 and 22:07:31. This kind of alarm occurs if the patient's average flow drops below the alarm setting. In addition, the reported driveline disconnection event was confirmed through log file analysis, which revealed two vad disconnect alarm on august 1st, 2018. This alarm is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported disconnection of the driveline. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: d224drg ICD; 5076-52 lead; 694758 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family members disconnected the batteries and driveline from the controller multiple times in an attempt to resolve an alarm, triggering no power and vad stop alarms on the controller and controller/pump re-start/power up events. The family members then connected the driveline to a backup controller. The primary controller was exchanged. No patient complications have been reported as a result of this event.